Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized for subclavian artery stenosis. Approximately 4 days later, the patient took angiography and was implanted medtronic scuba stent (8-37mm). Angiography shown the stent's openness and location were well after the operation. On, approximately 2 years and 5 months post procedure the patient was hospitalized again due to multiple lacunar infarction. Patient's cta report shown the implanted stent occluded after the surgery for right subclavian artery. The hospital diagnosed the stent fractured and there was thrombus formation. The patient received treatment in (B)(6) hospital 11 days later from stent fracture diagnosis. No further clinical sequelae reported for this event. "Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.